Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21013056 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv set leaked medication onto the floor, and further investigation found a hole in the tubing above the pump segment. The following information was provided by the initial reporter: during assessment it was noted that the medication was leaking from the pump onto the floor. Upon further investigation it was noted that there was a pinprick hole in the line above the "pump" section. The line was changed out and a new bag was spiked.